Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information at the healthcare facility. No further investigation or correction will be performed except those mentioned above. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used with a patient. No malfunction with the device was identified based on the investigation (logfile and review of the device). There was no correction conducted on the device. It was indicated that the patient died during the use of the device. The causality between death of the patient and device was not established. The case is therefore voluntarily reported.

Event description:
(B)(6) with (B)(6) hospital (augusta, ga) said vent was on patient and not plugged in. After a while the vent turned off and did not work.